Manufacturer narrative:
Additional information: there was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. Site continued the procedure using a different imaging system (c-arm).

Manufacturer narrative:
Patient information was unavailable from the site. On 7/11/2017 a medtronic representative went to site to test the equipment. Representative reported that the sound coming from the gantry during 3d spins was due to broken plastic shard from one of the fans inside gantry. The rep was unable to replicate the 3d imaging issue. A software investigation was conducted by medtronic personnel. It was concluded that the reported issue was a hardware induced event and the software is functioning as designed. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A site representative reported that during a spinal fusion procedure the imaging system would take 2d spins but when the site attempted to take a 3d spin the system became unresponsive. It was also reported that when opening the gantry and removing the system from the operating room (or), the imaging system made a mechanical noise. The procedure was completed without the use of imaging and navigation. No information was provided on delay to procedure and patient outcome.